Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a primary left total knee arthroplasty utilizing depuy implants and cement. Post-op documentation on (B)(6) 2019 states the patient had a dvt after her previous knee surgery with no specific date provided. Doi: (B)(6) 2014. Doe: not provided. Between (B)(6) 2014 to (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: .o device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :a device history record review was conducted as part of investigation (B)(4). The record review and testing of retained samples did not reveal any non-conformances.